Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The device has been requested to be sent to (B)(4) for investigation and has not been received yet. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): over infusion: the infusion went in faster than they had planned. Five hour instead of ten.